Manufacturer narrative:
The device history records for lot number 9151337 were reviewed and shows all inspected parts were received and accepted. Visual observation of the instrument confirmed the depth gauge broken into pieces. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
A pargon 28 depth gauge plate screw, 70mm screw was reported broken after being washed. The needle of the device is snapped off completely. It was reported that the instrument was not broken in surgery.